Manufacturer narrative:
This report is being supplemented to provide additional information based the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The returned device was evaluated and the following defects were noted during the evaluation: the insulation resistance does not meet standard value due to a chip in the distal end cover, the bending angle in the up direction does not meet standard value due to wear of the angle wire, the bending section adhesive was worn, the connecting tube was dented, and the mouthpiece was loose. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope failed micro testing twice. On (B)(6) 2023, the device tested positive for (B)(4) colony forming units (cfus) of gram-negative bacilli isolated. On (B)(6) 2023, the device tested positive at 9:00 for (B)(4) cfus of pseudomonas aeruginosa isolated and at 9:02 for (B)(4) cfus of mixed pseudomonas aeruginosa and citrobacter species isolated. On (B)(6) 2023, the device detected (B)(4) cfu of pseudomonas aeruginosa isolated. The scope channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948 (air/water channel cleaning adaptor). The device passed the leak test. The instrument/suction channel, suction cylinder and instrument channel port are brush points. The device was rinsed before manual disinfection. The disinfectant used was matrix by whiltely. All channels were flushed with and immersed into the disinfectant. Filter water was used in the final rinse. There were no defects with the aer (automated endoscope reprocessor). The detergent solution used was matrix by whiltely and the disinfectant used was rapricide by steris. All the channels connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was dried using a dry process of the aer. The endoscope was being stored in a drying cabinet after reprocessing. The endoscope was last used for a procedure and reprocessed on (B)(6) 2023. The sampling was taken after storage on 08sep2023. The scope channels were the collection site that detected (B)(4) mixed cfus of pseudomonas aeruginosa and citrobacter and (B)(4) cfus of gram-negative bacilli. The endoscope was not used for examinations while awaiting results. After the positive results were obtained, the endoscope was quarantined. No additional reprocessing was performed before the endoscope was tested. The endoscope was reprocessed an additional time on 22nov2023, before returning to olympus. The device was initially stored in a drying cabinet and then hung in room temperature after testing positive. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.